Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
An event failure to capture resulted in no clinical, signs, symptoms or conditions which was addressed by additional surgery was reported. The low voltage device was explanted and will not be returned. Gfes were performed to confirm the cause of the failure to capture, but no additional information was provided. A device history record (DHR) was reviewed, there were no non-conformances or rework associated with this serial number. The root cause of the reported event could not be determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's pulse generator had failed to capture. The pulse generator was explanted and replaced. The patient had no adverse consequences.